Manufacturer narrative:
The csr dispatched a field service engineer (fse) to the account to locate and repair the leak. The fse found that the probe guide was leaking into the wash well. Contained within the probe guide is the threaded fitting which the knurl nut makes the transition connection for the internal wash of the probe. This fitting was found to be defective allowing a small amount of the internal wash water to leak past the threads which would run down the probe and into the wash well. If this was to occur during the processing of patient samples the di water could have the potential of diluting the r1 reagent which could affect the reaction within the reaction cuvette. The manufacturer's reference # for this event is (B)(4).

Event description:
Customer experienced a leak within the reagent probe. The leak was observed while the probe was over the wash well during a maintenance activity. The leak was di water and the operator was wearing all personal protective equipment (ppe). There was no report of erroneous results from the account.